Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 13-jun-2023 investigation summary bd received a 24 gauge insyte autoguard blood control pro unit from lot 8013839 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device appeared to be used. Upon closer inspection the engineer identified damage to the threads of the yellow adapter. Next, the engineer attempted to form a secure connection but failed to establish a solid seal. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro winged IV catheter the hub could not connect properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after puncture, an attempt was made to connect a extension tubing to the catheter hub, but the product could not be connected. The complaint product was used in otolaryngology. Deformation of the catheter hub was observed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc pro winged IV catheter the hub could not connect properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after puncture, an attempt was made to connect a extension tubing to the catheter hub, but the product could not be connected. The complaint product was used in otolaryngology. Deformation of the catheter hub was observed.